Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2014, product type: catheter. H3: analysis of the catheter revealed a tear in the seal near the guide ring. Analysis noted a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring, which did not affect the functionality of the catheter in the laboratory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-dec-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (500 mcg/ml at 62.52 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that during the pump replacement procedure, prior to suturing down the new pump, it was observed by the assisting physician that the catheter near the pump connector was frayed on the outside layer. The inside catheter layer appeared to be intact, but the decision was made to cut out that portion and replace it with a new catheter section of the same length. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. Once revised, the catheter was successfully aspirated several times. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.